Manufacturer narrative:
Hoya corporation pentax tokyo office, specification developer, registration no. (B)(4). Pentax of america, inc., importer, registration no. (B)(4). Pentax of america, inc. (Importer) is submitting the report on behalf of hoya corporation pentax tokyo office (exemption number (B)(4)). MDR 9610877-2017-00010 is being submitted for model ec38-i10l/serial (B)(4); MDR 9610877-2017-00011 is being submitted for model ec38-i10l/serial (B)(4); MDR 9610877-2017-00012 is being submitted for model ec38-i10l/serial (B)(4); MDR 9610877-2017-00013 is being submitted for model ec38-i10l/serial (B)(4); MDR 9610877-2017-00014 is being submitted for model ec38-i10l/serial (B)(4). Method code(s): manufacturing review FDA 3317. Result code(s): operational problem FDA 114, friction problem FDA 3253. Conclusion code(s): use error caused or contributed to event FDA 61. (Exemption number e2015036).

Event description:
A device history review was performed on 13feb2018 confirming the scope was manufactured under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed. The repair history shows the endoscope was received on 21nov2016 for a minor repair prior to the reported complaint. Further investigation was performed by the manufacturer (control safety department) (see investigation report no. (B)(4) for details). The report documents instruction for use (IFU) z974, 2-2(pg 8) inspection of endoscope. Before reprocessing and/or immersion in any fluids, pentax endoscopes should be tested for the loss of integrity in their watertight construction by using pentax brand leak testers. For specific details on pentax recommended leak detection procedures, please refer to the instructions provided with pentax leak detectors. Section 2-2(pg 14) inspection of endoscope. Section 3) inspection of angulation controls and locks. A) slowly manipulate the up/down and right/left control knobs to see that they function smoothly. Be certain that a full and appropriate range of angulation is possible. Caution: any lack of smooth operation of the angulation controls may be early indication of internal damage to and /or parts failure within the endoscope's angulation system. To avoid the possibility of further endoscope damage or the potential for malfunction of the angulation system, do not use the endoscope if the angulation mechanism does not operate properly. Prior to use ensure that the angulation controls can rotate smoothly, that there is no grinding or excess friction within the angulation system and that the distal bending section bends freely and smoothly. Never apply excessive force to the angulation controls! The root cause of the physician's experience appears to be related to water/fluid leakage at the biopsy channel, that may have contributed to the knobs being stiff. Per the manufacturer's report, this complaint could have been avoided, by following the IFU. The leak and/or tight knobs should have been identified during pre-procedure inspection and leak testing and the endoscope sent for service. Additionally, once resistance was encountered by the physician, the use of the scope should have been discontinued, rather than apply excess force resulting in the user blistering and risking potential further damage to the endoscope and/or the possibility of a "frozen" distal bending section. A "frozen" bending section can make instrument extraction from a patient more difficult. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Manufacturer narrative:
(B)(4). MDR 9610877-2017-00010 is being submitted for (B)(4). MDR 9610877-2017-00011 is being submitted for (B)(4). MDR 9610877-2017-00012 is being submitted for (B)(4). MDR 9610877-2017-00013 is being submitted for (B)(4). MDR 9610877-2017-00014 is being submitted for (B)(4). (Exemption number e2015036).

Event description:
Pentax medical became aware of a report for events which occurred in (B)(6) stating for 5 different colonoscopes (same model and 5 different serial numbers), for which a physician feels the knobs are too tight. The colonoscopes caused blisters to the physician because the physician needs to force the knobs to make the scope distal tip move. No patient consequences were reported. Pentax (B)(4) requested the colonoscopes be returned for evaluation. Additional information received stated that the physician suffered from hyperostose, however according the physician she did not seek medical attention as a result of the events and continues to work with other colonoscopes of the same model.